Event description:
On (B)(6) 2010, a 19mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented with cardiopulmonary decompensation. Severe stenosis and a partial thrombus was noted and a valve in valve was performed. A 20mm edwards sapien 3 ultra valve was implanted. The patient was reported to be in stable condition. Additional information has been requested.

Manufacturer narrative:
Additional information: b5, h6.

Event description:
On (B)(6) 2010, a 19mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented with cardiopulmonary decompensation. Severe stenosis and a partial thrombus was noted and on (B)(6) 2020, a valve in valve was performed. A 20mm edwards sapien 3 ultra valve was implanted. The patient was reported to be in stable condition post procedure. On (B)(6) 2020, the patient expired due to valve thrombus.

Manufacturer narrative:
Correction: b5. Additional information: h6. The reported event of cardiopulmonary decompensation, severe stenosis, and partial thrombus could not be confirmed. A more comprehensive assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Additional information: b2, b5, h6.

Event description:
On (B)(6) 2010, a 19mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented with cardiopulmonary decompensation. Severe stenosis and a partial thrombus was noted and a valve in valve was performed. A 20mm edwards sapien 3 ultra valve was implanted. The patient was reported to be in stable condition post procedure. On (B)(6) 2020, the patient expired due to valve thrombus. Additional information has been requested.

Manufacturer narrative:
Further information regarding this event has been requested. The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2010, a 19mm sjm trifecta valve was implanted. On (B)(6) 2020, the patient presented with cardiopulmonary decompensation. Severe stenosis was noted and a valve in valve was performed. A 20mm edwards sapien 3 ultra valve was implanted. The patient was reported to be in stable condition. Additional information has been requested.